Manufacturer narrative:
(B) (4). Eval results: severe calcification, 80% stenosis. Intended for use in palliation of malignant neoplasms in the biliary tree. Eval conclusions: severe calcification, 80% stenosis.

Event description:
The physician was attempting to deploy a 6mm diameter x 12mm length racer over the wire stent to the renal artery. The stent dislodged as the physician attempted to cross the lesion. Resistance was felt as the physician attempted to cross the lesion. A snare was successfully used to remove the stent from the pt. The device was inspected prior to use with no issues noted. The lesion was pre-dilated. The pt is reported to be ok post procedure and no additional clinical sequelae were reported.